Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, expired implant was implanted, the implant expired on (B)(6).